Event description:
Reportedly, during pt use an o2 sensor error occurred. The o2 sensor could not be calibrated. The pt was manually ventilated before being transferred to another ventilator. There were no reported adverse pt effects.

Manufacturer narrative:
Though requested, pt info was not provided.